Event description:
It was reported that right big toe developed a blister and bleeding due to rubbing.

Manufacturer narrative:
It was reported that right big toe developed a blister and bleeding due to rubbing. The shoe was returned but was not investigated by a quality technician because returns did not give product to quality for evaluation. The issue has not been confirmed as reported. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.